Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead there was difficulty measuring the r waves. It was determined that the lead had perforated the coronary sinus resulting in tamponade and a pericardial effusion. The physician elected to abandon the implant attempt. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.